Event description:
Additional information received reported that the patient was reprogrammed. The hcp put a thermometer over the battery and that side was 3 degrees centigrade higher than on the other side of her abdomen. No interventions were planned, and it was reported that the patient used the device once in a while.

Event description:
It was reported that the patient experienced a warm sensation at the neurostimulator pocket when stimulation was turned on. When stimulation was off the patient did not feel the sensation. It was noted that the patient had one open circuit contact, but was not currently programmed to that electrode. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4): lead model 3777-60, serial# (B)(4), implanted: 2011-(B)(6), explanted: na; lead model 3777-60, serial# (B)(4), implanted: 2011-(B)(6), explanted: na; programmer model 37743, serial# (B)(4); recharger model 37752, serial# (B)(4).